Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was evaluated by third party service center and the customer¿s complaint was confirmed. The device's blower motor needs to be replaced to address the issue. Additionally, air foam inlet filter will be replaced due to preventive maintenance. Machine flow sensor is contaminated; it has to be replaced. Muffler assembly is contaminated; it has to be replaced. One of the in-line filter proximal. Is contaminated; it has to be replaced.